Event description:
Caller reported a tandem mobi cartridge alarm, but there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed cartridge alarm 34 and decided to replace the pump. The caller, who was informed that the replacement pump would come with updated software, acknowledged the instructions for putting the pump into storage mode before returning it. A replacement pump has been sent, and the problematic pump must be returned to tandem via ups within 10 days. The customer will use mdi as backup therapy to ensure uninterrupted insulin delivery.